Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged. The patient began having ventricular ectopy. A device check performed prior to the patient's discharge showed the right atrial (ra) lead was sensing the ventricle and atrial threshold testing resulted in ventricular pacing. A chest x-ray verified that the ra lead was in the right ventricle. A lead revision was performed and was repositioned into the atrial appendage. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.